Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that the system froze during setup. They inspected the system and found the unit froze during testing and building of a demo model. This issue caused less than 1 hour surgical delay. It was unknown if there was an impact to the patient. Additional information was received. It was reported that there was no impact to patient's outcome.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9736403, product ID: 9735736, version #: 2.1.0. Product ID: 9735821r, serial/lot #: (B)(6), UDI#: (B)(4). H3) the manufacturer representative went to the site to test the navigation system. Hardware parts were replaced. The camera was returned for analysis. The returned camera had scratches on the housing and lenses. A check of the event log showed intermittent firmware incompatibility dating back to mar 2020, and intermittent illuminator current low dating back to jun 2022. There was a battery voltage low message along with bump detected and storage temperature exceeded. The camera failed an accuracy test (aak) at .943mm with a passing threshold of .250mm. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2 correction: the product ID: 9735821r, serial/lot #: (B)(6) was inadvertently returned and analyzed under this complaint. Regulatory report 1723170-2025-03171 should be referred to for any additional information regarding this device and malfunction. There is no information related to this complaint, which was reported in b5, to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury, or that that a death or serious injury would be likely if the malfunction were to reoccur. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.